Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10, h11. Corrected field: e1(event site postal code: (B)(6)) , h6(health effect ¿ impact codes) . Additional information: contact person phone number: (B)(6). A getinge field service engineer (fse) was able to reproduce the customer issue. Fse found the fiber optic connector on the fiber optic sensor extension assembly was the problem. When placed a small amount tension the fiber optic plug connector, the waveform would loose connection and would reset. Replaced the fiber optic extension cable assembly. Functional tested the fiber optic test multiple times without any further issues of failures. Cardiosave iabp services completed. Safety, calibration, and functionality checks to factory specifications. Released to customer and cleared for use. The defective components were received for further investigation. The failure analysis and testing department received ram fiber optic extension. This part was received with a reported unit failure message of stuck in calibration cycle and autofill. Performed visual inspection of this part received and part looks to be in good condition. Installed fiber optic extension into the cardiosave test fixture sn (B)(6) and tested to the factory specifications per the cardiosave service manual pn 0070-00-0639 revision r. The failure analysis and testing department could not verify the failure message of autofill and calibration problem. Fiber optic extension passed testing. Retaining fiber optic extension in the fat dept. Per procedure 0002-07-d008 rev aq. The non-conformances with the returned components were not identified. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) is stuck in autofill and calibration cycle. There was no patient harm.